Event description:
At the end of the procedure, there was a black-eyed pea size blister on the patient's skin on the left side of her belly button. Staff stated the surgeon placed a damp ped lap sponge on the skin while using the ligasure device. Patient was having a post-partum bilateral tubal ligation. The ligasure device was connected to the force triad esu (electrosurgical unit). Unit was taken to biomed to be checked.